Manufacturer narrative:
The servo-s ventilator was reported with generating expiratory minute volume low alarm. Our service technician on site could not reproduce the issue. No parts were replaced. The ventilator passed the pre-use check and was cleared for clinical use. The device logs were not returned for investigation, therefore the root cause of the issue cannot be determined.

Event description:
Manufacturer ref # (B)(4)

Event description:
It was reported that the ventilator alarmed for expiratory minute volume low. There was no patient harm. Manufacturer ref.#: (B)(4).